Manufacturer narrative:
Product event summary: analysis found that the device sensed low intermittently. The price quotation for repair was rejected by the customer, so the customer asked for the device to be returned un-repaired. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. There was no patient involvement.